Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 538mg/dl, with abdominal pain, and large ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program totals or were as expected. The basal history matched the active basal program settings. The bolus totals did not match and were at a greater than five percent difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: a review of the black box showed a replace cartridge alarm then the pump was manually suspended. Pump was manually resumed and the next prime was recorded. The bolus history showed two cancelled boluses due to occlusion alarms. The delivered boluses were calculated and the delivered boluses on each day correctly match the total daily dose bolus history. A 10 unit audio and 10 unit normal bolus were manually performed and both were accurately recorded in the bolus history and bolus total daily dose history correctly showed 20.0 units. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No alarms occurred during testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The complaint of the pump bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.